Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional info becomes available, a supplemental report will be sent.

Event description:
Report 1 of 2. Report received from USA stating that the device broke while turning bone flap. The device was being used in an emergency craniotomy. There was no injury reported. It is unk if delay or medical intervention occurred. There is no additional info available.